Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was fluctuating resulting in a shutdown. The customer's blood glucose 198-199 mg/dl. The customer connected the pump to a power source and was able to successfully resume insulin therapy.